Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a47 alarms in the history screen due to corrupted history file. The insulin pump was unable to download to carelink pro due to corrupted history file. The insulin p ump has cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the insulin pump had an error alarm and it kept vibrating. It was noted that the insulin pump was stored for six months. No further information reported.